Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and patient's concern with the product.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and exchange from textured to smooth due to concern with the product. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5100976.

Event description:
Patient reported rupture that is not inside the capsule and is "leaking all over the place", "left me disfigured and is starting to affect my health, I am worried something worse is going to happen, the pain and disfigurement are unbearable to live with and are creating other problems with my body".